Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-70 serial #: (B)(4). Description: linear st lead, 70cm.

Event description:
A report was received that the patient was experiencing swelling at the incision area. It was also reported that the patient was recently diagnosed with (B)(6). The physician was unsure if infection had travelled to the incision sites. The patient was placed on antibiotics.

Manufacturer narrative:
Additional information was received that the patients midline incision site was opened and appeared to be infected. Antibiotics were given for both (B)(6) and infection in midline incision. The incision that had opened up looked clean and was closed by the physician. The patient was doing well postoperatively. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient was experiencing swelling at the incision area. It was also reported that the patient was recently diagnosed with (B)(6). The physician was unsure if infection had traveled to the incision sites. The patient was placed on antibiotics.